Event description:
It was reported that the device gave the pt a sensation of heat/burning [on the skin]. The customer was unable to determine which specific sensor was involved. The customer also reported that there were no consequences or impact to pt but the event did delay care for them.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation, the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.